Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, bilateral distal type I endoleaks were observed. The left side distal type I endoleak was resolved upon ballooning but the right side remained. The right internal iliac was coil embolized and an additional stent graft was placed to extend the treatment site down to the right external iliac artery. Therefore, the right internal iliac was intentionally covered. The endoleak was resolved and the procedure was completed. The patient tolerated the procedure. The physician reported bilateral heavy calcification that may have contributed to the endoleaks.